Event description:
Additional information provided by a nurse facility indicates there was no pt impact/injury associated with this report.

Event description:
A surgeon reported that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event. Additional info has been requested.